Event description:
This pt experienced dizziness and was not hearing when he arrived at the center for programming in 5/2005 (15 years post-implantation). The audiologist exchanged the external equipment, but this did not resolve the hearing deficit. Integrity testing performed in 2005 revealed normal receiver stimulator function. However, several electrodes were noted to be not working within specifications or were questionable. Based on this pt's poor performance, the clinic declined to explant the pt in 2006. The physician reimplanted the pt with a new device successfully during the same surgery.